Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds) the clip became stuck in the inverted position. Troubleshooting was performed unsuccessfully. The physician tried one last time to close the clip and it finally jumped from inverted to closed. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the returned device to analyze, a cause for the reported inability to close the clip could not be determined. The reported clip jumping closed appears to be a cascading event of the troubleshooting performed. There is no indication of a product issue with respect to manufacture, design, or labeling.